Event description:
It was reported that an overinfusion of heparin occurred. The pump was programmed at 950cc/hr instead of the prescribed rate of 9.5cc/hr. There was no resultant pt consequence.

Manufacturer narrative:
The pump will not be returned to the MFR for eval. However, an on-site investigation was conducted. The MFR was unable to confirm that any instrument overinfused due to rate changes or instrument malfunctions. The instrument is still in use at the hosp. It is suspected that the cause of the incident was misprogramming the infusion rate. The MFR will address with add'l in-servicing.